Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection revealed that the source of the leak was a radial tear in the balloon, approximately 4 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear may have been due to peripheral vascular disease in the vicinity of the puncture site. It was reported that the patient's left common femoral artery was highly calcified, which suggests that the patient's anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloon, potentially contributing to a tear in the balloon. It should be noted that per the mynx instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the balloon of the mynxgrip device ruptured during pullback to the calcified arteriotomy. The product was stored per labeling and opened in a sterile field. The device was being used for left common femoral arterial closure following a peripheral procedure. Manual pressure was held for an unknown duration to achieve hemostasis. There was no harm/injury to the patient. Additional information was requested, but is not available at this time.